Event description:
At the conclusion of exercise stress portion of myocardial perfusion scan, rptr was removing the i.v. The catheter portion remained in the pt's right arm. IV site-right antecubital vein.